Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be duplicated with the returned pump. The downstream occlusion sensor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: h -10 investigation completed on a smiths medical ambulatory ambulatory infusion pumps/cadd solis vip pumps - 2120 failed occlusion two times was tested 20 and 25 psi and unable to duplicate event. Alarm cassette not attached properly in the event log, therefore protected measures were taken to replace the downstream occlusion sensor. Action was taken to replace the sensor and device passed all functional testing. H 6 no patient involvement.

Event description:
Investigation completed and summarized in h 10 additional information in h 6 .

Event description:
It was reported that a smiths medical cadd pump failed occlusion test 2 time. No adverse patient effects were reported.